Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol perfix plug on (B)(6) 2017 and 3d max on (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2017: patient was diagnosed with incarcerated right inguinal hernia thereby underwent open repair with implant of perfix plug (device 1). Per operative notes, ¿a right transverse incision was made. The hernia sac was dissected out. A perfix plug (device 1) was placed into the internal ring and secure it with sutures.¿ (B)(6) 2018: patient was diagnosed with recurrent right inguinal hernia, left inguinal hernia thereby underwent laparoscopic repair with implant of 3dmax mesh (device 2) and one synthetic mesh. Per operative notes, ¿an incision was made into the right inguinal floor. The hernia sac was dissected out. A 3dmax mesh (device 2) was placed into the right inguinal region with previously placed (device 1) mesh. An incision was made into the left inguinal site. The hernia sac was dissected out. A synthetic mesh was placed into the left inguinal floor and secure it with sutures.¿ (B)(6) 2021: patient was diagnosed with recurrent bilateral inguinal hernia, thereby underwent open repair with implant of 3dmax mesh (device 3 and 4). Per operative notes, ¿an incision was made into the right and left inguinal floor. Both hernia sacs were taken down. Two 3dmax mesh (device 3 ¿ right and device 4 ¿ left) was placed into the right and left inguinal floor and secure it with sutures.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-feb-2016) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, b7, d3, d4 (product catalog no., expiry date, corporate lot no., UDI), g3, g6, h2, h4, h6, h10. This supplemental emdr represents the perfix plug (device 1). An additional supplemental emdr was submitted to represent the 3dmax mesh (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol perfix plug (device #1). An additional emdr was submitted to represent the bard/davol 3dmax (device #2). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol perfix plug on (B)(6) 2017 and 3d max on (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.